Event description:
It was reported that during puncture the jugular vein the needle hub is cracked and due to this the hub entered air. Procedure could be completed, and the cvc was placed successfully.

Manufacturer narrative:
(B)(4). The device product (catalog#) is not intended for sale in the us. Similar product/component sold in the us. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed based on sales history and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). The device product (catalog#) is not intended for sale in the us. Similar product/component sold in the us.

Event description:
It was reported that during puncture the jugular vein the needle hub is cracked and due to this the hub entered air. Procedure could be completed , and the cvc was placed successfully.